Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low calcium arsenazo results generated by the au2700 clinical chemistry analyzer for multiple patient samples. The laboratory reported out sixty five (65) false low results, and three patients were treated with dietary calcium (tums). After qc was back in range, the customer repeated 65 calcium samples tested from (B)(4) 2009.

Manufacturer narrative:
Calibration and qc had shifted during the event, and customer used alternate qc with wider range to run. A field service engineer (fse) was dispatched: the fse performed troubleshooting, and calcium reagent was replaced with a new bottle. Qc was back in range. No hardware was replaced. A clear root cause for this event has not been determined; however, the customer failed to adequately investigate the qc shift. A malfunction will be assumed for the purpose of this report.